Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen. A residential manager called to report that the patient was experiencing inaccuracies that were about 100 points off. They stated when they saw the patient, the patient was not feeling well so she made her manually check her blood sugar and the bg meter was reading 338 mg/dl compared to the cgm reading of 238 mg/dl. She stated they had to take her to the emergency room that night high blood sugars and did not provide further event or treatment information. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.